Event description:
A malfunction alarm was reported, identified as malf 12, with technical support assisting the customer in resetting the pump. There was no reported impact to the customer¿s blood glucose level. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to report any future malfunctions.